Event description:
It was reported that, during the use of the dfm100 defibrillator on a patient, a ¿defibrillation disabled¿ error message appeared. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. The fse evaluated the device and the user operation of it. An analysis of the hardware logs indicates that the operating test prior to use on the patient was not successful, because the user did not complete the test by pushing the synchronization button. The record states the failure of the user to correctly complete the operating test impacted the ability of the device to be ready for use on the patient, which led to the ¿defibrillation disabled¿ message. The user was not following the correct procedure. The user was instructed on proper procedure and the device performed normally. There was no device malfunction. The device passed all testing, and the device is back in customer use. Based on the information available and the testing conducted, the cause of the reported problem was a user problem. The reported problem was not confirmed. The device was not malfunctioning. The user waw instructed on proper operation and the device was returned to full operation. The investigation concludes that no further action is required at this time.

Event description:
It was reported that, during the use of the dfm100 defibrillator on a patient, a ¿defibrillation disabled¿ error message appeared. The patient outcome is unknown. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.